Event description:
It was reported that the attachment was found to be leaking fluid during the decontamination process. There was no reported pt involvement as a result of this event.

Manufacturer narrative:
The attachment was received for eval. The results of the investigation indicated that mobil 28 had leaked to the rear of the driveshaft. Mobil 28 is a lubricant used during the MFR of this product. If the product was cleaned aggressively or improperly and a solution or liquid was forced between the release collar and the red ring, some amount of mobil 28 could flow out of the rear of the product with the liquid.